Manufacturer narrative:
The reason for this revision surgery was the result of the patient having a joint hematoma. The in-vivo service for the explanted components was 22 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and the first complaint from this lot. This event is deemed as non-product related. No other conditions relating to the root cause could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the surgeon washing out the hematoma the patient had developed.